Event description:
It was reported that during an elective procedure of the moderately calcified, 80% stenosed, proximal and distal left anterior descending (lad) artery, using a femoral artery access approach, the 3.5 x 15 mm rx xience xpedition stent was deployed in the proximal lesion and a 3.5 x 8 mm rx xience xpedition stent was deployed more distal without issue. The stent delivery system (sds) balloon was used to post-dilate the junction between the two stents. Contrast was injected for angiography and a perforation was noted. A 4.0 x 12 mm non-abbott balloon was inflated at the perforation location. Approximately 700 ml of blood was removed from the pericardial sac; additional surgical personnel opened the chest for intervention, however, the patient condition deteriorated. The patient died in the cath lab during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of death and perforation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.